Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal surgery due to a catheter was placed without deactivating the aus; therefore, the catheter got stuck in the urethra. It is unknown if the medical staff was aware about the need to deactivate the aus before catheter placement. In addition, the balloon migrated from original position. Upon removal, a hole was identified in the cuff, causing fluid loss. A re-implant surgery was performed on (B)(6) 2021 and a new aus was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal surgery due to a catheter was placed without deactivating the aus; therefore, the catheter got stuck in the urethra. It is unknown if the medical staff was aware about the need to deactivate the aus before catheter placement. In addition, the balloon migrated from original position. Upon removal, a hole was identified in the cuff, causing fluid loss. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.